Event description:
Pt has experienced acute eye watering and irritation, also sores inside their left nostril that lasted two weeks. They did not recall getting splashed with product but has been working with it. They sought medical attention with an allergist and dermatologist. States they are allergic to glutaraldehyde treatment is unknown.